Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister performed the rewind while the customer was connected to the insulin pump. Caller delivered 100 units of insulin unintentionally. Caller will drive her brother to the hospital. The blood glucose reading is 285 mg/dl. The blood glucose reading dropped to 147 mg/dl when he left the hospital. Nothing further reported.